Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6b: if explanted, give date: lens was removed in the initial surgery. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a procedure the intraocular lens was implanted but the lens did not seat as intended, and upon removal, it caused the patient's entire iris to be extracted. No replacement lens was implanted. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: aug 18, 2025 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification found traces of ovd (ophthalmic viscosurgical device) on the lens. No issues with the lens or haptics were observed. No issues that could cause or contribute to the complaint issue reported were identified. The complaint issue was not identified during product evaluation. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.